Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress incontinence and urethral hypermobility. The procedure performed was a transobturator sling urethropexy. The patient retuned for a postoperative visit on (B)(6) 2008. Her main complaint was fatigue and feeling very weak. She had been having vaginal bleeding since the procedure. The patient had 1-2 episodes or nocturia. The patient returned for an office visit on (B)(6) 2008. She had some urinary hesitation. The patient returned for an office visit on (B)(6) 2008. She had 1 episode of incontinence. She felt empty after voiding, but she said she sometimes had to strain to get her stream started. The patient returned for an office visit on (B)(6) 2009. The pated noted that she was having some worsening of urinary frequency and urgency.